Event description:
The reporter stated that the surgeon inserted an aq2010v 3 piece silicon lens. After the lens was in the eye a capsular tear was noted. The incision was enlarged to remove the lens and a vitrectomy was performed. An anterior chamber lens was implanted. A suture was required to close the wound. Capsular tear was not caused by the iol.